Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury.

Event description:
On jul 06 2016, the following information was reported to kci by the nurse: the bridge dressings were allegedly not detecting leaks. The patient has two separate sacral wounds that were connected with a bridge dressing. The drape was completely "lifted" in some areas and the ulta unit did not exhibit an alarm condition. The unit read 125 mmhg. The nurse was concerned that if the dressing lifted without an alarm, "other things are able to get under the drape too, aka fecal matter on sacral ulcers causing the wound to become heavily colonized or infected/septic." On jul 06 2016, the following information was provided to kci by the nurse: a wound culture on this patient is pending and it is unknown if antibiotic therapy will be administered. On jul 11 2016, the following information was provided to kci by the nurse: the patient's wound culture was positive for e. Coli, and the physician placed the patient on antibiotic therapy. No additional information is available. A device evaluation of ulta unit vfvr24732 and a device history review of dressing lot 50912681 are currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device; kci's assessment remains the same; it cannot be determined that the alleged infection is related to v.a.c.® therapy. Unit not returned.

Event description:
The complaint could not be confirmed in kci quality engineering. The patient has refused exchange of the device and stated that it is working fine. The device remains with the patient to date; therefore a device evaluation could not be performed. A device history review of lot number 50912681 completed by kci quality engineer determined that all product and packaging end release testing passed without issues.